Manufacturer narrative:
Additional information: d10. H3, h6 as received, a complete lead was returned in one piece for analysis. Visual inspection found the helix to be retracted and clogged with blood/tissue. X-ray inspection found the inner coil over-torque at the connector region, consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The reported event of helix would not extend was confirmed. The cause of the reported event was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the right atrial (ra) lead was unable to be implanted due to patient anatomy. Blood was observed in lumen of the ra lead and was believed to be due to a lead malfunction. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.